Event description:
Info received indicates, the bed will not go into trendelenburg.

Manufacturer narrative:
The tech found the CPR/trend valve was sticking closed. The tech replaced the valve to repair the bed.